Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent power source alerts when the customer plugged the pump into a power source, despite using multiple wall adapters and outlets. Blood glucose level was 100-200 (mg/dl). Reportedly, the customer had manual injections available as alternate insulin therapy.